Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity. Treating neurologist scheduled the pt for generator replacement surgery due to believed end of life, as evidenced by the increase in seizure activity. At the time of generator replacement surgery, the surgeon performed device diagnostic testing after the pt was anesthetized but before beginning the procedure. Device diagnostic testing was within normal limits, indicating proper device function. Lead test resulted in dc-dc code 1, ruling out a discontinuity in the ncp system. Normal mode test resulted in dc-dc code 3, indicating that the device was able to deliver the vns therapy as programmed. The elective replacement indicator was no, indicating that the generator had not reached end of life. At that point, the surgeon began to question why the pt was scheduled for generator replacement surgery. Based on known device settings, it was estimated that the elective replacement indicator would not trip to yes for 0.12 more years (approximately 1 1/2 months). The surgeon reviewed the pt's chart, which did indicate that the pt was experiencing an increase in seizure activity, but did not indicate whether or not the increase was above pre-vns baseline frequency. The surgery was cancelled and the generator was not replaced. At follow-up office visit with neurologist approximately 6 1/2 months prior to scheduled generator replacement surgery, neurologist indicated that the pt's seizures had "somewhat increased, with generalized lasting 1-3 minutes... Upwards of 3 or 4 per day" and that the pt was "limited to short myoclonic jerks". Office notes from that visit indicate that clonidine had been partially discontinued and that programmed device settings were adjusted (normal mode output current increased form 1.75ma to 2.0ma; on time increased form 14 seconds to 21 seconds). Additionally, depakote dosage was increased from 250mg-500mg to 500mg-500mg. The pt was to return for follow-up in three months time. At the time of the scheduled generator replacement surgery, the pt's family member indicated that the pt's seizures had progressively worsened. The pt was scheduled to follow-up with neurologist after the generator replacement surgery was cancelled. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigaiton to date has been unable to determine the cause of the reported increase in seizure activity or whether the increase is above pre-vns baseline level.

Event description:
Further follow-up that the pt is no longer experiencing an increase in seizures. It was reported that the pt usually experiences an increase in seizures due to hot weather. Treating neurologist indicated that he was incorrectly informed that the pt's device had been implanted for seven years and that generator replacement surgery was scheduled for this reason.